Event description:
It was reported that the patient presented to the hospital after receiving a patient alert for out of range impedance. Interrogation revealed one out of range impedance occurrence. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.